Event description:
Hello! Co sells latex gloves which do not correspond with iso 10993.5-96 and iso 10993.10-96 standards. We tested a few lots taken. Results you can see in table. Test-method of the co used to evaluate cytotoxicity is different from iso 10993.5-99 their acceptance criteria is - "sample -glove-shall not be toxic at dilution rate 1:32 or less. Non-toxic or intermediate toxicity is acceptable." There is no standard or other official document where oneself can read about this "acceptance criteria." If it is necessary, I can send you the description of the co test-method. The cause is very bad leaching.